Event description:
Customer reported a recurring malfunction indicated by code malf 12 and fault ID 0x2071, which did not result in an adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer was informed about receiving a new pump with updated software and instructed on how to return the problematic pump within 10 days, using the provided return box and label, to avoid charges. The customer was also advised on programming settings and connecting their cgm to the new pump, and confirmed understanding of all instructions. The customer continued to use the pump for insulin therapy.